Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the leads and ins got infected. No diagnostics were performed. System was explanted and the issue was resolved. Patient came to the doctor office for the postop appointment. The incision looked infected. The physician decided to open the incisions and clean up. After opening the incision a lot of pus was coming out. The physician decided to explant the whole system, leads and batteries. The devices were discarded and no replacement was going to be done in the future. Hcp had no further information for the manufacturer. No further complications were reported/anticipated.